Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer stated that there was a leak at y-junction. The catheter was placed in right femoral in (B)(6) 2012. The physician pulled and replaced the catheter on (B)(6) 2014.